Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a right bankart repair procedure, when the inserter of one (1) qfix 1.8 mini suture anchor was removed from the bone hole, the suture broke and the anchor came out from the bone hole. The anchor was removed due to breakage of the suture. The back-up device was used in the originally drilled bone hole. There was no void left in the patient. The insertion site was cleared of all debris prior to insertion of the anchor. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.